Event description:
It was reported that a cot tipped. Reportedly, the paramedic tried to support and lower the pt. Reportedly, the pt complained of right arm pain. Injury is assumed, due to the receipt of litigation papers.

Manufacturer narrative:
Device is currently unavailable for investigation.